Event description:
On 28-feb-2006 the patient measured his blood glucose of 17.6 mmol. It kept increasing through the day. In the afternoon the meter read "high" and he was given 15 iu of novorapid, but at bedtime his blood glucose was still high (29.4 mmo1/l). The boy was taken to the emergency room and treated with drip infusion of insulin (type and dose not specified), and after two hours the blood glucose was down to 8 mmo1/l. The patient was discharged the same day and advised to use syringes to administer his insulin. The day after on 01-mar-2006 the patient started using novolin-pen 3 again and again he experienced hyperglycaemia with blood glucose from 21.4 to 23 mmo1/l. Later that day he used syringes again and at bedtime his blood glucose was 5.6 mmo1/l. Outcome was reported as: "recovered" a function test of the product was done over the phone, and it appeared to be satisfactory. The product in question will be returned for investigation.